Manufacturer narrative:
This implant has been explanted but we have not received it back from the md.

Event description:
Right-side late forming seroma.

Manufacturer narrative:
This is a request to void this report because it is a duplicate of report# 1651189-2021-00621